Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed. A field service engineer (fse) verified the issue with the drawer positions. No specific pockets were given, so a list of empty locations was compiled and tested successfully. Only position 2 of half height 11 required repair. The fse repaired position 2 of half height 11. A total of 14 positions across 13 drawers were tested successfully for cubie pocket insertion, lid, and release. The one failed position was repaired and tested by escort in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower multiple drawers were failed. The drawer at position (04&05) was stuck, preventing access to the cubie key required to open the refrigerator for dispensing lorazepam intensol 2 mg/1 ml (ativan) and drawer could not be fully opened or closed, and the cubie could not be pushed back into position or pulled out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.